Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not charge the pump and allowed the battery to fully deplete. Customer reported blood glucose level was 473 (mg/dl) due to allowing the pump to shut off. Manual injections were used to address bg level. In addition, the pump screen was frozen on the home screen and was unable to be cleared. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.